Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. There were no similar events reported on the same lot. The lens is still implanted and not returned to (B)(6). Based on the photo provided from the facility, our analysis team assumed that the white material adhered on the lens is biological component of intraocular. (B)(4).

Event description:
The reporter indicated the surgeon implanted a ks-1 aq2017v preloaded injector lens, 21.5 diopter, and after a week in the patient's eye, the surgeon noted some type of adhesive on the front side of the lens surface. As it affects the visual, it is scattered with yag laser. After yag laser is applied, steroid is given and monitored. The lens remains implanted.